Event description:
Per (B)(6), this lead was removed due to failed dft testing. The physician suspects an insulation break. The hospital retained this device. Should additional information become available this file will be updated. On (B)(6) 2012 - received notice from (B)(6) that the lead was actually capped and not removed.